Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice. She was woken up by a no delivery alarm. After the first no delivery alarm, the customer changed the infusion set and cartridge but when she tried to prime the insulin pump it alarmed no delivery again. Customer's blood glucose level was not reported. Insulin did not exit while troubleshooting. Changing the reservoir resolved the no delivery alarm issue. The customer stated that she fell down the stairs. The customer was advised that the device would be replaced and agreed to return the product for analysis.